Event description:
Same case as: 2134265-2009-00597, 2134265-2009-00599, 2134265-2009-00602. It was reported that post a coronary drug eluting stenting treatment procedure, chest pain, shortness of breath, myocardial infarction, and stent thrombosis occurred. The pt awoke with severe anterior chest discomfort radiating to his arms, nausea, vomiting, diaphoresis, and sob. The symptoms resolved and then reoccurred. The pt did not seek medical attention for several hours after the start of the symptoms. The pt was given: aspirin, heparin, and nitroglycerin. Then the pt was transferred to another facility. En route the pt's symptoms resolved. The pt is diagnosed with an acute myocardial infarction and was taken to the cath lab. Four inflations were made with a 3.0x15mm maverick balloon in the proximal to distal right coronary artery (rca), inflated to 6-10atm for 60 seconds. A 3.50x20mm taxus express2 drug eluting stent was deployed in the mid rca, inflated twice to 12-14atm for 60 seconds. Then a 3.50x24mm taxus express2 drug eluting stent was deployed in the mid rca, inflated twice to 12-14atm for 60 seconds. The end of the 3.50x24mm stent was overlapping the 3.50x20mm stent. A large clot burden in the proximal portion of the rca specifically at the origin, which was slightly aneurismal, just before the narrowing, moved and lodged at the origin of the 3.5x24mm stent. An additional balloon inflation was made in the proximal rca with the 3.0x15mm maverick balloon, inflated to 10atm for 60 seconds. The physician attempted to place a 4.0x20mm express stent, but was unable to cross the lesion. Another balloon inflation was made in the proximal rca with the 3.0x15mm maverick balloon, inflated to 10atm for 60 seconds. The physician attempted to place a 3.50x20mm taxus express2 drug eluting stent, but was unable to cross the lesion. Two inflations were made with a 3.5x15mm non-bsc balloon, inflated to 12atm for 60 seconds. Then physician deployed the same 3.50x20mm taxus express2 stent in the proximal rca, inflated to 16-18atm for 60 seconds. Two months post the initial stenting procedure, the pt had a positive nuclear stress test and was admitted for cardiac catheterization. It was decided after review of the cardiac catheterization films that his nuclear test was a false positive and he should continue medical therapy. Two years and nine months post the initial stent placement, the pt presented with chest pain, bradycardia, and shortness of breath. An ECG showed changes consistent with an acute inferior wall myocardial infarction. Angiography revealed high grade narrowing, and thrombus in the previously stented rca. Five inflations were made with a 3.0x15mm maverick balloon starting in the distal portion of the mid rca, inflated to 8atm for 15-25 seconds. Ivus was performed. Five inflations were made beginning in the distal portion of the mid rca with a 5.0x15mm quantum maverick balloon, inflated to 4-12atm for 10 seconds. Two passes were made with a non-bsc extraction catheter. Ivus was repeated and a 4.0x20mm liberte bare metal stent was deployed in the proximal rca, inflated to 14atm for 20 seconds. There was excellent apposition and timi flow 3 was achieved. Medications: aspirin, plavix, lovenox, integrelin, and nitroglycerin. Three years and ten months post the initial stenting procedure, the patient presented with chest pressure, and non-st elevated myocardial infarction. Angiography revealed the rca was proximally occluded before the previously placed stents. The physician decided to treat with medical therapy only. Medications: integrelin, and nitroglycerin.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.